Manufacturer narrative:
Dob not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's lactate dehydrogenase level was increased to 4831 from 215 on (B)(6) 2019. The patient reported having dark colored urine. Manufacturer technical services reviewed the lo file and observed no unusual event. As of (B)(6) 2019, ldh had returned to around 500s. Additional information provided stated that a surgery and bleeding may have lead to this patients condition, patient's bleeding was confirmed via computerized tomography. No further or additional information was provided.

Manufacturer narrative:
Section b5: multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Section d4: the heartmate 3 left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Section g3: correction. Section h6: correction (patient code).

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported event and heartmate 3 lvas could not conclusively be determined through this evaluation. The account submitted a log file for review. The system controller event log file contains data from (B)(6) 2019 at 18:27:26 through (B)(6) 2019 at 12:22:36. The log files was comprised of routine power cable disconnects and pi events. Transient pi events were observed throughout the log file, resulting in momentary decreases in speed per design. The pump appeared to function as intended. The account communicated that the patient's ldh level was increased on (B)(6) 2019. The patient also reported having dark-colored urine. According to the account, the patient had surgery and a CT scan was performed and confirmed bleeding. The account also communicated that the patient¿s ldh levels had returned to around 500s. The patient remains ongoing on heartmate 3 lvas. The hm3 lvas IFU lists hemolysis and bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.